Manufacturer narrative:
The draeger service technician had identified the oxygen valve of the gas mixer as failure cause and replaced it. The valve was returned and investigated on manufacturer site. The valve showed abrasion, which is an indicator for rough running. The rough running requires increased electrical power and finally the internal voltage dropped below specification. The device internal monitoring detected the too low voltage and initiated a warm start to restore stable conditions for ventilation. During investigation in our lab the valve was found self-restored by movement and was free-moving again. During the warm start the device generates alarm and opens the airway system to atmosphere to allow for spontaneous breathing. After the warmstart, which need about 10 seconds, the ventilation is continued with the previous settings. The failure rate of the valve is within the accepted range.

Event description:
It was reported that the ventilation has failed because of a faulty hps-valve o2. A corresponding alarm was given. No injury was reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.